Manufacturer narrative:
Investigation conclusion: 2 photos were returned for investigation. The 1st photo shows the 1 cannula hub, 1 needle hub, 1 flow control plug and 1 end cap, all items were separated. The 2nd photo shows 1 cannula hub, 1 needle hub (safety mechanism activated), 1 flow control plug and 1 end cap. The flow control plug and end cap were attached. The complaint is unconfirmed as no sample is received. Root cause description: as it is not possible to perform any investigation based on the photos return, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined. Therefore the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: no sample was returned for investigation. The complaint trend would be monitored.

Event description:
It has been reported that the bd venflon¿ pro safety shielded IV catheter has been found with the needle breaking and detaching after use. The following has been provided by the initial reporter: lately we are experiencing problems with the "pink" venflons ref 393224. After inserting the needle, you pull the needle back so that the plastic part remains in the barrel. With one hand you unscrew the white cap to connect to the part that remains in the barrel. Lately a part of the needle remains attached to the cap, which is very difficult to remove from the cap with one hand.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd venflon¿ pro safety shielded IV catheter has been found with the needle breaking and detaching after use. The following has been provided by the initial reporter: lately we are experiencing problems with the "pink" venflons ref (B)(4). After inserting the needle, you pull the needle back so that the plastic part remains in the barrel. With one hand you unscrew the white cap to connect to the part that remains in the barrel. Lately a part of the needle remains attached to the cap, which is very difficult to remove from the cap with one hand.